Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified. Note: see also these manufacturer report numbers for additional likely causes for the same patient and same event: 3008344661-2017-00065 ln 06c36-35 lot 70347fn00 3008344661-2017-00067 ln 06c36-29 lot 69053fn00.

Event description:
The customer observed potential (B)(6) and confirmed architect (B)(6) results for a specimen from a (B)(6) female patient who was being tested prior to surgery. An initial result of 0.76 iu/ml was obtained at the customers facility using architect (B)(6) quantitative, list 6c36-29, lot 69053fn00, with a consistent repeat (B)(6) result of 0.76 iu/ml obtained when the sample was recentrifuged and retested. The sample was subsequently tested at the abbott reference lab using architect (B)(6) quantitative, list 6c36-35, lot 70357fn00, which was used as the residual quantity of reagent in the likely cause lot was insufficient, and consistent, reproducible (B)(6) results were obtained (0.83, 0.77 and 0.80 iu/ml). Confirmatory testing was completed using architect (B)(6) confirmatory v1, list 9c94-25, lot 68208fn00, and confirmed (B)(6) results were obtained for the patient sample, with a reagent 2 value of 8.05 s/co and % neutralization of 101.0%. No significant decrease in specimen (B)(6) concentration was observed following treatment with heterophilic antibody blocking reagent, suggesting the result was unlikely to be due to the presence of heterophilic antibodies in the sample. There was no impact to patient management reported,